Event description:
The customer reported via phone call they had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that they have been sick for 2 weeks due to a surgery that is not related to diabetes. Customer's blood glucose was 146 mg/dl at the time of the incident. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer was also assisted with programming the replacement pump because they already had a new pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.